Manufacturer narrative:
During a follow-up call on (B)(6) 2017 with tandem technical support, it was confirmed that the reported issue had been resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load cartridges onto the pump. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose level was 140 mg/dl.